Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a cracked/broken catheter adapter/hub, defective/deformed catheter adapter/hub, and leakage during use. The following information was provided by the initial reporter: the patient was hospitalized in our hospital due to "appendicitis" and was given a closed intravenous indwelling needle infusion on 9.1. The nurse examined the indwelling needle and performed a successful puncture. After withdrawing the needle core, oozed blood was found at the indwelling needle handle, and a crack was found after wiping it clean. After giving the patient an explanation, the needle was removed and re-punctured.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9298485. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a cracked/broken catheter adapter/hub, defective/deformed catheter adapter/hub, and leakage during use. The following information was provided by the initial reporter: the patient was hospitalized in our hospital due to "appendicitis" and was given a closed intravenous indwelling needle infusion on 9.1. The nurse examined the indwelling needle and performed a successful puncture. After withdrawing the needle core, oozed blood was found at the indwelling needle handle, and a crack was found after wiping it clean. After giving the patient an explanation, the needle was removed and re-punctured.